Manufacturer narrative:
The returned device was evaluated and the pod was received without adhesive pad attached to the bottom housing. The adhesive pad welds were inspected and no abnormalities were found. So, the reported adhesive failure could not be assessed or determined. The downloaded data returned an 0x33 alarm, indicating the user did not send a command to the pod within the allotted amount of time. Generation of the hazard alarm stopped the delivery of insulin. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. No hazard alarm was generated during this test. Exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred. Internal corrosion was noted mainly on the bottom and middle batteries. No source of internal fluid leakage was found along the complete fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod between 1 and 4 hours their blood glucose level rose to 300 mg/dl.